Manufacturer narrative:
This lead will not be returned for analysis. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that after a revision procedure of the device in 2010 this left ventricular (lv) lead had dislodged. This lead was left insitu. At the most recent follow up the patient was experiencing shortness of breath and fluid retention thus it was elected to perform a revision procedure. This lv lead was capped and abandoned. No adverse patient effects were reported.